Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years later, CT revealed majority of the legs of the filter were extra-caval. Single leg was located within the anterior cortex of l3 vertebral body. The remaining were found to be protruding within the retroperitoneal fat. The hook of the filter appears to be located anterior but intraluminal within the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the struts were in contact with the anterior cortex of l3 vertebral body and protruding within the retroperitoneal fat. The patient reportedly experienced abdominal and back pain; however, the current status of the patient is unknown.